Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia and needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 28.7 mmol/l (516.6 mg/dl) with ketones present, while wearing the pod between 4 and 24 hours on the hip/buttocks area. A correction was administered but the bg levels did not decrease. It was noticed that the pink slide did not move forward, indicating a failure of the needle mechanism. A new pod was applied.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The device ran for 1321 pulses and was deactivated by the user. Cracks were found on the top housing. It could not be determined when these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.